Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for a sheath and locator connection issue. Without a sample, the exact root cause cannot be determined. The likely root cause may be related to corrective and preventative action (CAPA) investigations. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformances reports (ncr) and capas have been noted for this issue in the past 12 months.

Event description:
The user facility reported that the physician had an .035 j wire in. Went to place the angio-seal arteriotomy locator over the wire and the arteriotomy locator kept disconnecting from the angio-seal sheath. They performed this process with two different lot numbers, a total of three times. After the third angio-seal failed, the physician placed a 6fr sheath back in the patient and closed with a mynx closure device. The patient did present with a hematoma, but the staff could not say whether this was from angio-seal directly. Procedure for the patient was a stemi. There was no blood loss reported. Patient developed a hematoma, but it could not be correlated to the angio-seal. The event occurred intra-operative. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 09 nov 2023: there was no medical or surgical intervention performed to treat the bleeding. Manual compression was held to the site after the mynx deployment. The location of the hematoma was at the right groin. Patient condition stable and able to be released post-procedure, without complication.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. A review of the device history record of the product code/lot# combination was conducted with no finding. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.